Event description:
Pump returned to pharmacy with drive gear removed. Pump sent to MFR. On 1/2/97 received attached letter stating pump screws had been removed. Pt was end stage chf and expired on 12/18/96, unrelated to this event. The pt had been receiving dobutamine IV. Screws were stripped.